Event description:
Ous MDR - after an implantation period of about 58 months, shock impedance values higher than > 200 ohm after generator replacement were reported. The lead was replaced and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected approx. 13 cm distal to the is-1 connector pin. All fragments were received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. During analysis of the returned lead fragments the cable to the rv shock coil was found fractured between the yoke and the df-1 connector pin. Therefore, the adhesive residuals on the joining surface of the crimping were analysed. The analysis revealed no indication of a material or a manufacturing problem. Further inspection revealed deformations of the cable to the rv shock coil in that section. Based on the characteristics and the location of theses damages, it is reasonable to assume that tensile forces applied during the generator replacement should be taken into consideration. The cuttings in the insulation and the deformations of the rv shock coil occurred most likely during the explantation procedure. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.